Manufacturer narrative:
The device was not returned for evaluation. The lot number was unknown, therefore, a device history review could not be performed.

Event description:
The event involved a customer report of unprotected chemo exposure that occurred when using a spiros connector. The customer stated that when the spiros was connected to a vial adapter with a possible list number of: ch-61; ch-62; ch-72 or 011-ch-80s, there was visible medication outside of the internal tube of the device. There was no serious injury, no adverse operator consequences, and no intervention required, however, there was unprotected chemo exposure. This report captures the second of two incidents.

Manufacturer narrative:
Additional information can be found in b5, d1, d2, d2b, d4, d10, g5. H10: the used ch2000s-c spinning spiros that was returned connected to the 10ml luer lock syringe that did have some visible evidence of red fluid outside the fluid path was disassembled and there was no damage or anomalies to any of the sub-components that would have resulted in leakage. The complaint of leakage was unable to be replicated or confirmed with the used ch2000s-c spinning spiros during testing. The source and cause of the small amount of fluid observed in the single returned used ch2000s-c spinning spiros is not known. No DHR lot number review was conducted since no lot number was identified.

Event description:
Received additional information which states that the correct product is ch2000s-c.